Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure. The surgeon reported that during the procedure, there was not an unusual amount of bleeding. The procedure was finished and a standard vaginal pack and ICD were inserted. Approximately four hours later, the patient had abdominal pain and decreased blood pressure. The surgeon palpated a vaginal hematoma and the patient was taken to the operating room where he drained approximately 200mls from the posterior hematoma. In 2007, the patient developed a rigid tense abdomen and a fall in blood pressure. A laparotomy was performed and a bilateral retroperitoneal hematoma was discovered. Also, some grazing of the muscles of the levator plate was discovered. The surgeon tied an anterio branch of the right internal iliac vein and packed the abdomen with absorbable adhesion barrier. That same day, the patient's blood pressure fell again and the patient was transferred to a different hospital. There an interventional radiologist embolized the left pudendal artery. The radiologist reported that the patient had an aberrant pudendal vessel which showed up on radiology. The patient was discharged home twelve days later.

Manufacturer narrative:
Conculusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.